Event description:
It was reported that during the procedure in the left anterior descending artery via radial access, pre-dilatation was performed. An attempt was made to advance a 3.5x33 rx xience prime stent delivery system through a 7f guideliner and the proximal segment of the sds got caught in the guideliner. The sds was withdrawn from the guideliner with slight resistance and it was noted that a distal stent strut was flared. Another same sds was advanced successfully using the same guideliner. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Guiding catheter resistance and stent damage were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.